Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. - root cause - root cause could not determine due complaint was not confirmed. - actions taken - no actions taken due complaint was not confirmed.

Event description:
It was reported that the medication cassette connected, a "no disposable, pump won't run" alarm sounded. The start/stop key did not work. So he attempted to do forced shutdown by pressing the on/off key. However, after he restarted the pump, the alarm persisted. He removed the batteries from the pump and reloaded them into it, but the same alarm was issued again. So he detached and attached the cassette twice or so. Even after that, the alarm reoccurred. No patient injury was reported.